Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the laser had trouble tracking some eyes, especially blue ones, during surgery. The laser was able to re-acquire tracking in all of the cases and completed the surgeries successfully. The surgeon did not provide a specific number of procedures affected by this. Additional information was requested; however, the surgeon was unable to provide further details.